Event description:
It is reported that a customer experienced low blood glucose of 15 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they have trouble connecting the sensor and transmitter to the pump. The customer was assisted with the issue and advised the customer to connected and older sensor to see if it worked. The old sensor was successfully connected and functions as designed. The customer was sent new sensors out of courtesy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.